Event description:
Information was received from a device manufacturer representative regarding a patient receiving infumorph (25mg/ml at 6mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient's empty reservoir alarm alerted on (B)(6) 2016. The representative read the pump for refill, saw the alert and told the doctors. The doctor started the patient at half dose, from 6mg/day to 3mg/day. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' No surgical intervention occurred or was planned. No symptoms were reported. It was further reported the representative became aware of the alarm when they were doing a post MRI check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.